Manufacturer narrative:
This is our initiall report on this incident.

Event description:
The customer reported question mark results with anti-d and anti-b and one false positive reaction with anti-a of ih-card abo/d(dvi-)+rev. A1, b on the ih-1000. The customer described the issue as onging between may 09 to july 12, 2022. Because only one false positive result was yielded, we refrain from submitting identical MDR reports for every day of the described time period. The customer did neither provide a sample of the allegedly defective card lot for investigational testing nor the patient samples that caused the question marks respectively false positive test results. Therefore our quality control laboratory visually checked their retention sample for intact sealing, homogeneous gel, visible supernatant, and the absence of splashes in the reaction chamber. All acceptance criteria were met. Due to the complaint cause further tests were performed with the retention sample of the supposedly defective lot on the ih-1000: 9 d- antigen negative donor samples with different abo blood groups, 2 d-antigen positive donor sample with different abo blood groups and the hbc #1-3 were tested with the retention sample. Result: no irregularities. Hbc #3 (rhd negative) was tested four times. Result: one reaction in the anti-d well was assessed as 1+ positive and one as question mark. Both assessments were correct because of some small red dots / agglutinates. 7 d- antigen negative donor samples of different abo blood groups were tested in 14 times determination on the ih-1000, so that a total of 98 cards were tested. All reactions were correct. The reactions in the gel columns did not show any noticeable characteristics and were clearly evaluated as negative both by the device and visually. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The investigation of the affected ih-1000 instrument is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported question mark results with anti-d and anti-b and one false positive reaction with anti-a of ih-card abo/d(dvi-)+rev. A1, b on the ih-1000. The customer described the issue as onging between (B)(6), 2022. Investigation showed that only one false positive result was yielded, that was on (B)(6), 2022. The customer did neither provide a sample of the allegedly defective card lot for investigational testing nor the patient samples that had caused the question mark respectively false positive test results. Therefore our quality control laboratory visually checked their retention sample of the lot for intact sealing, homogeneous gel, visible supernatant, and the absence of splashes in the reaction chamber. All acceptance criteria were met. Due to the complaint cause further tests were performed with the retention sample of the supposedly defective lot on the ih-1000: 9 d- antigen negative donor samples with different abo blood groups, 2 dantigen positive donor sample with different abo blood groups and the hbc #1-3 were tested with the retention sample. Result: no irregularities. Hbc #3 (rhd negative) was tested four times. Result: one reaction in the anti-d well was assessed as question mark. The assessment was correct due to some small red dots / agglutinates. 7 d- antigen negative donor samples of different abo blood groups were tested in 14 times determination on the ih-1000, so that a total of 98 cards were tested. All reactions were correct. The reactions in the gel columns did not show any noticeable characteristics and were clearly evaluated as negative both by the device and visually. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot data files of the date the false positive result occurred ((B)(4), 2022) of affected ih-1000 instrument were not available and an analyzis thus not possible. A first recommendation was to check the camera and the reading module as described on the service manual. A field service engineer was on site in september and checked the camera and reading module and performed adjustments per manual. He cleaned the backlight and ran successfully a card calibration. Based on the investigation the complaint was classified as confirmed - upp (unexpected product performance). The complaint sample was not available for investigation and the retention sample reacted as expected with the exception that the control hbc#3 showed one question mark result with the anti-d of the ih-card abo/d(dvi-)+rev. A1, b on ih-1000. The assessment was correct due to some small red dots / agglutinates. But based on the analysis of the data files and screen shots the complaint had to be confirmed. According to the recommendation the camera and the reading module were checked and adjustments manually performed. The backlight was cleaned and the card calibration successfully ran. However, the section interpretation of results of the instruction for use contained the following note: "a very weak reaction is not an expected result for antigen testing. It may indicate that a false positive or a very weak/partial expression of the antigen is present. Further investigation of this sample should be performed before the antigen status is determined." The false positive reaction in the anti-b well was forwarded to the research and development (r&d) department for further investigation.